Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a broken proximal clevis at both ears of the clevis. The broken pieces were not returned. The clevis does not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis do not show damage. The complaint regarding the distal tip plastic being broken was confirmed by failure analysis.

Event description:
It was reported that during central processing, 8mm permanent cautery hook instrument had distal tip plastic was broken. There was no report of patient involvement.